Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the monopolar curved scissors be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, broken cable. At the time of this report, it is unknown how the procedure was completed and if the reported event had any impact on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8 mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at distal end. Correction: primary product batch/lot number under section d was updated to k12241003 0255. Annex g was updated based on the failure analysis findings.

Event description:
Refer to h11 for follow-up information.